Manufacturer narrative:
H4: the device was manufactured from may 4, 2021 - may 5, 2021. The actual device was received for evaluation. The device contained 76ml of drug fluid in the bladder. Visual inspection on the unit via the naked eye showed no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. This was further described as, on the day for removal of the device from the patient, it was noticed the infusion was not complete yet. The functioning of the of the device was checked and good flow was noted and therefore, the device was left on the patient. The following day the device was still at the same level and therefore, the doctor decided to remove the device and prepare a new one to complete the patient¿s therapy. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.